Event description:
It was reported that, during an unknown procedure, the tip of the shaft broke. No pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Batch #: v9512n. Additional information was requested and the following was obtained: the operation was total laparoscopic hysterectomy. The complaint issue occurred soon after the operation was started. The procedure was total laparoscopic hysterectomy, the tip of the shaft broke during uterine exclusion. The broken piece did not fall into the patient. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 5/9/2022. D4 batch #: v9512n. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the nslx137c device was returned with the distal guide weld broken. In addition, the the top jaw was not missing as reported. Upon visual inspection, it was found that the knife was not fully retracted. The device was tested on the generator, this resulted in the ¿close jaws on tissue and reactivate¿ alert screen, this is advising the generator cannot deliver energy. Then the "replace instrument" screen would be displayed after receiving the "close jaws on tissue and reactivate" message three time. During the mechanical test, the blade did not returned when the cut button was depressed. The device was disassembled to inspect internal components and it was found that the knife tube weld was broken. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event.

Manufacturer narrative:
(B)(4). Date sent: 4/12/2023. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was returned with the distal guide weld broken. In addition, the the top jaw was not missing as reported. Upon visual inspection, it was found that the knife was not fully retracted. The device was tested on the generator, this resulted in the ¿close jaws on tissue and reactivate¿ alert screen, this is advising the generator cannot deliver energy. Then the "replace instrument" screen would be displayed after receiving the "close jaws on tissue and reactivate" message three times. During the mechanical test, the blade did not return when the cut button was depressed. The device was disassembled to inspect internal components and it was found that the knife was broken due to the weld failure because of galvanic corrosion. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event. H10 investigation summary.